Manufacturer narrative:
H.6. Investigation: one photo of a loose 1ml syringe with a red tip cap and approximately 0.3ml of clear liquid inside was received and evaluated. There was also a top web from a blister pack next to the syringe from batch 9092988 (p/n 309628). It was observed the stopper inside the syringe appeared to be insecure and was rejectable per product specification. Potential root cause for the insecure stopper defect is associated with the assembly process. It is possible there was a mistiming between dials when the plunger rod was inserted causing the stopper to deform and become loose. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip plunger was loose. This was discovered during use. The following information was provided by the initial reporter: when the eylea® fluid was pulled up, the rubber of the plunger was found to be loose and crooked, so that the increased volume could not be read anymore and the product could no longer be used. The syringe is in our quarantine area should it be necessary for further investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip plunger was loose. This was discovered during use. The following information was provided by the initial reporter: when the eylea® fluid was pulled up, the rubber of the plunger was found to be loose and crooked, so that the increased volume could not be read anymore and the product could no longer be used. The syringe is in our quarantine area should it be necessary for further investigation.